Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause - user's test strip had poor fill. Test strip UDI#(B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 33mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 181 and 169mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer concerned his blood readings in the morning are too low and is not sure if it is the meter or it is him. Meter gave control solution test results within range for levels 1 and 2.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 33mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 181 and 169mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is 12/16/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer concerned his blood readings in the morning are too low and is not sure if it is the meter or it is him. Meter gave control solution test results within range for levels 1 and 2.